Manufacturer narrative:
The suspect product is the active meter.

Event description:
The patient's mother reported five undosed results, these results were not provided. The patient's therapy was not altered based on these results. No patient injury was reported and no treatment was received, based upon the undosed results. His mother did not provide the location where the undosed results were obtained. Quality control testing was performed, and in range on the system, but values not provided. Technical support requested the return of the suspect product and replacement product was shipped. The active system: meter, strip lot 22950532 with expiration date 03/31/2008.